Event description:
It was reported that the device did not alarm air in line 3 times with visible air seen in the line during use on the same patient. There was no patient impact.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2019-03748). This MDR resubmission now reflects the correct product registration number. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
It was reported that the device did not alarm air in line 3 times with visible air seen in the line during use on the same patient. There was no patient impact.